Manufacturer narrative:
Additional information: h6 - codes updated . Investigation results: visual investigation: the complaint sample was not provided for investigation, thus a failure description is not possible. No investigation method could be applied, because we didn't received the product. Batch history review: due to the fact that no lot number was provided for the leading material, a review of the device history records as well as a batch-related complaint history review is not possible. Explanation and rationale: without the complaint sample available for investigation, we cannot determine an exact conclusion and root cause for the mentioned deviation. According to the quality standard, a production error and a material defect can be excluded. The ligature clips are made of pure titanium according to iso 5832-2. According to the instruction for use, the usage of the products is contra-indicated in case of foreign body sensitivity for titanium. If further investigations are required, the product should be provided for examination. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported to aesculap ag that a ligating clips m/l 12/box (part # pl569t) was used during a procedure performed on an unknown date. According to the complainant, the patient verbally contacted toronto humane society (ths) with regards to product. It was potentially used during a procedure in (B)(6) 2015. Patient reported feeling unwell since this time. Patient has requested further information with regards to the manufacturer/composition of product in order to proceed with further testing through his/her physician. Ths has not received a complaint from the hospital with regards the product. Patient harm was unknown. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.